Event description:
The physician can't advanced wire guide in to stent before the procedure. Therefore, the doctor use a new set of device to finished the procedure.

Manufacturer narrative:
1 x zebd-7-7 of lot number c1651443 was returned to cirl open and not in its original packaging. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 17th of january 2020.a kink was noted at the 5th porthole on the tapered end on the pigtail. A 0.035" wire guide does not pass the kink. Image review: n/a. Documents review including IFU review: prior to distribution all zebd-7-7 are subjected to visual and functional checks to ensure device integrity. A review of the manufacturing records for zebd-7-7 of lot number c1651443 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1651443. The instructions for use, ifu0045-7 which accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." Also, the user is instructed by the instructions for use, ifu0045-7: "care must be exercised when straightening the pigtail curls* in order to avoid kinking or breaking the stent." There is evidence to suggest that the user did not follow the instructions for use. Root cause review: a definitive root cause could be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035" wire guide. As the smaller diameter 0.025" wire guide occupies less space in the lumen of the pigtail stent it is likely that the extent of the curvature of the pigtail will be greater when a 0.025" wire guide is used. As per additional information received a 0.025" wire guide was used. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
The physician can't advanced wire guide in to stent before the procedure. Therefore, the doctor use a new set of device to finished the procedure.